Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that it was a programming error and it was programmed too low. The doctor reprogrammed it at a higher setting. They state it is somewhat resolved. They still feel tired somedays.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of the issue was due to the device not being set high enough by the physician. Steps taken to resolve the issue included the doctor resetting the device at a higher setting so they were getting more input. The issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient thinks the monitor is telling her it is failing because it gives her an upper limit symbol. They checked the book and it said she tried increasing parameters above the highest values allowed. Later the patient said she thinks it is failing because she has been getting more weaker and more tired. They did a check during the call and reported 270 on the left and 260 on the right. The patient tried to increase on the right and got the upper limit screen. They stated it was a gradual change in therapy/symptoms. No further complications were reported or anticipated with this event.